Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had inappropriate stimulation and perineal pain (perineal electrical discharges) on (B)(6) 2016. The cause of the event was unknown. No diagnostics or troubleshooting was done. Actions and interventions included reprogramming the implantable neurostimulator (ins). No surgical intervention was taken or planned. The issue was not resolved and the patient was alive with no injury. The event was related to the device (programming/stimulation) and not related to the implant procedure. The patient's medical history included obstetrical trauma and passive fecal incontinence since 1999.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.